Event description:
It was reported to manufacturer that the site's hand held was not functioning properly, despite being fully charged. The screen came up blank when they tried to turn it on. Attempts to obtain the non-working hand held and flashcard for analysis have been made, but have been unsuccessful to date.